Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the emergency room after feeling poorly all day. During the ambulance ride the patient went into ventricular fibrillation (vf). The patient was externally shocked to restore normal sinus rhythm as the device did not deliver therapy. At the hospital the physician noted loss of capture on the right ventricular (rv) lead. A boston scientific field representative checked the device and noted out of range pacing impedance measurements on both the right ventricular (rv) lead and left ventricular (lv) lead.it was also noted that both leads exhibited high thresholds resulting in loss of capture. The loss of capture did not result in any asystole for more than two seconds. A review of the logbook noted several episodes of ventricular tachycardia (vt) that were successfully treated with anti-tachycardia pacing (atp). The last episode in the logbook recorded shortly before the patient came to the emergency room, revealed that there was undersensing of the vt. The rv lead was surgically abandoned two days later and successfully replaced; however, there were no changes made to the lv lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.